Event description:
It was reported the patient felt a jolt and tingling on their left arm going up to their head when they turned their therapy off for a hernia surgery and when they turned stimulation back on. The patient also felt dizzy and they had pain. The patient has had surgery in the past and they have turned therapy off with no issues. The patient was going to follow up with their healthcare professional to have the implantable neurostimulator (ins) checked and to discuss the issues. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).